Event description:
It was reported that following a lead revision procedure (MFR: 3006630150-2021-02533), the patients ipg would no longer turn on, would not connect to the clinician programmer and remote control. Several attempts were made to charge the ipg however unsuccessful. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1160 (sn: (B)(6)). The returned ipg was analyzed and the device was undetectable nor charged. The device was cut open, and the battery measured 1.81 volts. The battery was replaced by an external power source for further investigation. An internal electrical test revealed asic u3 damage with excessive quiescent current leak and high thermal spot on u3 asic (application-specific integrated circuit). With all the available information, boston scientific concludes that the patients ipg was malfunctioning following a lead revision procedure. The complaint was confirmed. The returned ipg was not functional. A review of the patient's data found the battery depletion rate had been within the expected range and plunged at the reported procedure. It could not be confirmed if electrocautery was used during the lead revision. However, the signature of the damage is similar to a device that was exposed to high-voltage transients or high rf (radio frequency) energy, which can cause this type of damage.

Manufacturer narrative:
Date of event: exact date unknown, event occured after the lead revision on (B)(6) 2021.

Event description:
It was reported that following a lead revision procedure (MFR: 3006630150-2021-02533), the patients ipg would no longer turn on, would not connect to the clinician programmer and remote control. Several attempts were made to charge the ipg however unsuccessful. The patient underwent an ipg replacement procedure and was doing well postoperatively.